Manufacturer narrative:
The device was returned for analysis. The reported clip remaining on the tip of the device was not confirmed as the clip was not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Returned device analysis identified that the clip was deployed and not returned. Follow up with the account indicated that the clip did not deploy in the anatomy and the clip was closed in the top of clip delivery tube prior to return. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional cerebral artery aneurysm embolization procedure. No imaging was performed to verify the location of the puncture site. Reportedly, the starclose clip did not deploy, it remained on the tip of the device. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.